Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient was not receiving effective therapy and her system was subsequently explanted.